Event description:
It was reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was 280mg/dl. Troubleshooting occured. Advised insulin pump would be replaced.

Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, and vibrator assembly however, moisture damage was found on the keypad assembly during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.